Event description:
It was reported to nevro that the permanent system was explanted two months after implant due to (B)(6) infection. The patient was discharged following hospitalization and is continuing antibiotic therapy.